Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 270.4 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient was hospitalized. The reporting hcp believed that the patient was receiving too much drug and the pump was not working right. The reporting hcp did not know when the issue began but did confirm it was sometime in (B)(6) 2019 prior to (B)(6) 2019. The reporting hcp had not contacted the patient¿s pump managing doctor yet about the issue. The hcp did not have access to a physician programmer so was wanted someone to come and confirm the pump status. No further complications have been reported as a result of this event.